Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a safety disk out of box failure. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter name was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a